Event description:
Unsuccessful percutaneous cholecystostomy tube placement, a small piece of wire was broken off during the removal of guidewire. Wire placement was verified with imaging. A coaxial dilator catheter was advanced over the wire. During removal of wire it is noted that a fracture of wire occurred. A 3 cm segment of wire was left in the hepatic parenchyma. The procedure was halted. Patient's surgeon was present and aware of complication. Patient taken to or for laparoscopic cholecystectomy with intraoperative cholangiogram and removal of guidewire. The guidewire visualize above the dome of liver, retrieved and removed from the patient.